Manufacturer narrative:
(B)(4).

Event description:
The cusotmer stated that when the nurse opened the package, the pilot balloon was deformed. The event occurred before a patient use.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the pilot valve is damaged. An evaluation of the product using measurement equipment was performed and no discrepancies were found. The failure mode is not confirmed as related with the manufacturing process. Manufacturing controls are in place to detect products with deformed pilot balloons and to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that when the nurse opened the package, the pilot balloon was deformed. The event occurred before a patient use.